Event description:
Reportedly, at incoming inspection, it was observed that the serial number displayed on the programmer screen was different from the one indicated on the back of the programmer and on the packaging.

Manufacturer narrative:
The reported issue most probably resulted from a human error during refurbishment of the subject programmer.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, at incoming inspection, it was observed that the serial number displayed on the programmer screen was different from the one indicated on the back of the programmer and on the packaging.

Event description:
Reportedly, at incoming inspection, it was observed that the serial number displayed on the programmer screen was different from the one indicated on the back of the programmer and on the packaging.